Manufacturer narrative:
Corrected data: d1, d2a, d2b, d4:UDI one device was returned for evaluation. Visual inspection revealed a scratched lcd lens, bubble on downstream occlusion (dso) seal, upstream occlusion (uso) seal, and dent on air detector. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; some digits of the serial number on the rear housing were indeed unreadable. The root cause was ink faded away. The serial number label was replaced, and preventive maintenance performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's serial number was unreadable. The event occurred during testing.